Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states, she took her mothers lift out to put patient in the vehicle and noticed the caster was bent. The next day she went to transfer her daughter and the lift tipped over with her daughter in it.